Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a sound star eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and the device sterilization was compromised. It was reported that the catheter packaging had a "slice" in the inner packaging when it was removed from the outer package. The caller stated they decided not to use the catheter in case the sterilization had been compromised so the catheter was replaced. There was no visible damage to the outer box or packaging. There was no patient consequence.